Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor ended after five days of wear. It was further reported that on (B)(6) 2018 he began to experience ¿sweats, damp hands and body tremors¿ but could not receive a scan result. Customer noted self-treating with an unspecified substance, but then became incapable of self-treating so a family member administered an unspecified injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre sensor ended after five days of wear. It was further reported that on (B)(6) 2018 he began to experience ¿sweats, damp hands and body tremors¿ but could not receive a scan result. Customer noted self-treating with an unspecified substance, but then became incapable of self-treating so a family member administered an unspecified injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.